Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was monitored and no blank display anomalies were noted. The operating currents are within specification. No damage on the lcd isolation tape noted. No moisture damage found on the motor, battery tube and vibrator assembly noted. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was vibrating without an alarm or alert. The customer's blood glucose was 15.8 mmol/l. The customer stated that the insulin pump was exposed to body heat condensation and that the insulin pump went blank after exposure to moisture. The customer confirmed that the tone was constantly occurring. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.